Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. No visual defects were observed. The device with its cord was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on. Based on the returned condition of the device and the evaluation results, the reported failure "intermittent continuity" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product requirements & specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. A replacement device was used to complete the procedure. No patient involvement.